Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16761. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had noise and high capture threshold. A chest x-ray was completed to reveal the atrial lead had slightly shifted position but the right ventricular lead was properly placed. No intervention was completed to address these issues. The patient was stable.